Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results for several assays generated by the unicel dxc 600 synchron clinical systems for four patients. Erroneous results for two patients were reported outside of the lab. Upon repeat higher results were obtained. The results for the two patients were amended. Treatment was not initiated or withheld based on the low results.

Manufacturer narrative:
Samples were drawn in serum and plasma separator tubes and run off the primary tube. The system is calibrated every 24 hours and qc samples are run every 3 hours. Just prior to the event the cl tip was replaced and the system was recalibrated. Qc samples were run which were acceptable. A field service engineer (fse) disassembled, cleaned and decontaminated the flow cell. The fse also replaced multiple parts. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.